Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis and bleeding following a ventricular septal defect closure, pulmonary artery reconstruction, and pacemaker upgrade. It was noted that it was a complex recovery with renal impairment and a cardioversion was required. The patient experienced cardiac arrest after being "unwell" for a few days with coughing and vomiting. Cardiopulmonary resuscitation was given to the patient; the initial rhythm showed pulseless activity (pea). Subsequently, the patient passed away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that at time of death, the patient had no sepsis. There was no suspicion that the sepsis was device related, and the cause of death has not been determined.